Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 7495-51, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 3998, lot# l94393, implanted: 2001 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had fallen a few times while having the ins. One time he fell and the device shut off and did not turn on 4 months later. No outcome was reported for this event, or what actions have been taken. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.